Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a stroke and high blood glucose levels of 490 mg/dl. The customer stated that prior to the event, she had been having unexplained high blood glucose levels for a week and then she had symptoms of an upset stomach and vomiting. The customer also stated that she used a model mmt-864 sure-t infusion set. It was found that the customer did have a no delivery alarm on the day of the event. Troubleshooting was performed and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.